Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic varicocelectomy. Event description: [translated]c.4- technical approach/ 95. As we have said above, [name 1] should have undergone a laparoscopic varicocelectomy. 96. Which is a non-open surgical procedure in which the surgical team make three incisions in the patient's abdominal area, first with the scalpel and through which they subsequently insert trocars. 97. The trocars are tubular-shaped objects that are inserted into the abdominal wall and through which the instruments that allow manipulation of the internal structures to be operated, as well as the laparoscopic camera, pass. 98. Thus, such operation begins with the umbilical incision in order to place the first trocar, through which a laparoscopic camera is inserted, which allows visualization of the inside the abdominal cavity and monitor the introduction of the two following trocars for the surgical tools or instruments. 99. It happened that, in [name 1] case, after the introduction of the camera, through the pnme1er trocar in the umbilical area and when performing the insertion of the second trocar in the abdominal cavity, in the right iliac fossa, the rr lacerated his right common iliac artery, which immediately caused him massive haemorrhage . 100. Consequently, [name 1] went into hypovolemic shock and cardiorespiratory arrest. 101. Therefore, it was necessary to proceed to hemodynamic stabilization of [name 1] to control the bleeding. 102. This necessitated a laparotomy by infra-umbilical transverse incision with a longitudinal median umbilical incision with a longitudinal median extension to the umbilicus, to enter the abdominal cavity. 103. Being that free hematic content and many clots were found. 104. The iliac vessels were then inspected with packing with compresses and clamping of the bleeding area, controlling it. 105. A vascular surgeon from [hospital name], [name 2], was contacted and quickly attended and proceeded to suture [name 1] right common iliac artery. 106. After this procedure, it was found that [name 1] already had a bilateral femoral puissus, and was now stabilized. 107. The abdominal cavity was washed out abundantly and the absence of intra abdominal compresses was confirmed by an intraoperative x-ray. 108. Finally, the abdominal wound was closed by suturing the tissues. 109. After which, ivanissevich surgery was performed in order to correct the left varicocele, instead of the laparoscopic varicocelectomy which was programmed and involved less risk. 110. During the above procedures antibiotics, six units of red blood cells, four units of plasmas and a pool of platelets were administered. 111. The laceration of the common right iliac artery of [name 1] occurred because the rrs, when introducing the second trocar, imposed too much force on it, leading to the introduction of that trocar in an area where it was not supposed to be, hitting and lacerating the common right iliac artery. 112. 112. Furthermore, the rr did not proceed to introduce the second trocar at the correct angle and in accordance with the legis artis and with medical science at the time, which led to laceration of the common right iliac artery and consequent hemorrhage. 113. Moreover, the rr should have proceeded with the insertion of the second trocar in a progressive and careful way, monitoring it through the laparoscopic camera that was already in the trocar introduced in the umbilical port. 114. It should be noted that the force applied by rr was so intense that the trocar reached an artery (the common right iliac) that is located in a deep region of the abdominal cavity, near the anterior face of the lumbar spine, since the varicocele to be corrected was located in the left testicle, that is, in the opposite region to that where the right iliac artery is located. 115. Furthermore, the laceration of the right iliac artery also occurred because the blade at the end of the second trocar did not retract after reaching the abdominal wall, as it was supposed to do, and therefore reached that artery. 116. Thus, it is supposed that blade when it hits the abdominal wall automatically makes a retraction movement, which did not happen in the plaintiff's case. 117. Therefore, the trocars used, as well as the blade of the second trocar used in the surgical procedure to which the plaintiff was subjected did not have quality, nor were they apt to be used in that case, as they did not work as they were supposed to work. Patient status: patient injury occurred associated with the complaint event

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event in the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: laparoscopic varicocelectomy event description: [translated]c.4- technical approach 95. As we have said above, [name 1] should have undergone a laparoscopic varicocelectomy. 96. Which is a non-open surgical procedure in which the surgical team make three incisions in the patient's abdominal area, first with the scalpel and through which they subsequently insert trocars. 97. The trocars are tubular-shaped objects that are inserted into the abdominal wall and through which the instruments that allow manipulation of the internal structures to be operated, as well as the laparoscopic camera, pass. 98. Thus, such operation begins with the umbilical incision in order to place the first trocar, through which a laparoscopic camera is inserted, which allows visualization of the inside the abdominal cavity and monitor the introduction of the two following trocars for the surgical tools or instruments. 99. It happened that, in [name 1] case, after the introduction of the camera, through the pnme1er trocar in the umbilical area and when performing the insertion of the second trocar in the abdominal cavity, in the right iliac fossa, the rr lacerated his right common iliac artery, which immediately caused him massive haemorrhage . 100. Consequently, [name 1] went into hypovolemic shock and cardiorespiratory arrest. 101. Therefore, it was necessary to proceed to hemodynamic stabilization of [name 1] to control the bleeding. 102. This necessitated a laparotomy by infra-umbilical transverse incision with a longitudinal median umbilical incision with a longitudinal median extension to the umbilicus, to enter the abdominal cavity. 103. Being that free hematic content and many clots were found. 104. The iliac vessels were then inspected with packing with compresses and clamping of the bleeding area, controlling it. 105. A vascular surgeon from [hospital name], [name 2], was contacted and quickly attended and proceeded to suture [name 1] right common iliac artery. 106. After this procedure, it was found that [name 1] already had a bilateral femoral puissus, and was now stabilized. 107. The abdominal cavity was washed out abundantly and the absence of intra abdominal compresses was confirmed by an intraoperative x-ray. 108. Finally, the abdominal wound was closed by suturing the tissues. 109. After which, ivanissevich surgery was performed in order to correct the left varicocele, instead of the laparoscopic varicocelectomy which was programmed and involved less risk. 110. During the above procedures antibiotics, six units of red blood cells, four units of plasmas and a pool of platelets were administered. 111. The laceration of the common right iliac artery of [name 1] occurred because the rrs, when introducing the second trocar, imposed too much force on it, leading to the introduction of that trocar in an area where it was not supposed to be, hitting and lacerating the common right iliac artery. 112. 112. Furthermore, the rr did not proceed to introduce the second trocar at the correct angle and in accordance with the legis artis and with medical science at the time, which led to laceration of the common right iliac artery and consequent homorrhage. 113. Moreover, the rr should have proceeded with the insertion of the second trocar in a progressive and careful way, monitoring it through the laparascopic camera that was already in the trocar introduced in the umbilical port. 114. It should be noted that the force applied by rr was so intense that the trocar reached an artery (the common right iliac) that is located in a deep region of the abdominal cavity, near the anterior face of the lumbar spine, since the vericocele to be corrected was located in the left testicle, that is, in the opposite region to that where the right iliac artery is located. 115. Furthermore, the laceration of the right iliac artery also occurred because the blade at the end of the second trocar did not retract after reaching the abdominal wall, as it was supposed to do, and therefore reached that artery. 116. Thus, it is supposed that that blade when it hits the abdominal wall automatically makes a retraction movement, which did not happen in the plaintiff's case. 117. Therefore, the trocars used, as well as the blade of the second trocar used in the surgical procedure to which the plaintiff was subjected did not have quality, nor were they apt to be used in that case, as they did not work as they were supposed to work. Additional information received by email from applied medical representative on (B)(6)22: 34 - it was only at 9:00 pm on (B)(6)2016 that a doctor, whose identity is unknown, told the complainer's mother that her son [name 1] was alive and in intensive care, and asked if she was ready to see him. 37 - upon arrival, the complainer's mother found that her son [name 1] was unconscious and intubated, with artificial ventilation, which shocked her and made her fear for her only son's life, fearing that he would not resist. 40 - on (B)(6)2016 [name 1] was transferred from intensive care to the ward service of surgery 2 of the [hospital name]. 41 - that same day, complainer [name 1] began to have fever, with a body temperature above 38 degrees celsius 42 - despite still having fever, on (B)(6)2016, complainer [name 1] was discharged and returned home 44 - on (B)(6)2016, the afternoon, while at home with his mother, complainer [name 1] lost consciousness, having about 39.5 degree celsius body temperature 45 - immediately, complainer 's mother called the inem 46 - on (B)(6)2016, complainer [name 1] was taken by ambulance to [hospital name], where he remained until (B)(6)2016, when he was discharged. 47 - during that period, between (B)(6)2016 and (B)(6)2016, the complainer [name 1] had high fever, with intestinal subocclusion, conditioned by retroperitoneal hematoma and subcutaneous infection of the operative wound, with small dehiscence. 48 - about a month later, on (B)(6)2016, the complainer [name 1] started having vomiting, fever and strong pains in the abdomen, having been assisted, again, in [hospital name], being discharged that same day 49 - on (B)(6)2017 the complainer [name 1] had again vomiting and abdominal pain, with progressive worsening and constipation, and was also assisted in [hospital name] where he remained until his discharge, on (B)(6)2017. 50 - subsequently, the complainer [name 1] underwent two intestinal surgeries, the first in 2017 at the [hospital name] and the second at the [hospital name], which required two long periods of hospitalization and recovery at home, causing him great inconvenience 51 - even today, at the age of [number], [name 1] still has intestinal problems, as well as problems in the left inguinal area, in the scar left by the operation performed on (B)(6)2016, which infects bimonthly, causing abscesses that release pus and cause him intense pain patient status: patient injury occurred associated with the complaint event